Event description:
It was reported that during an unspecified surgical procedure the "motor died" on the motor device. There were no delays to the planned surgical procedure as a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device. The unit was evaluated and was found that the motor was damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be normal wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.